Event description:
The pt had two leads implanted with the same lot number. It was reported, the pt's trial lead showed high impedances during the implant procedure. The physician decided to implant a second lead. Postoperative testing showed the both leads were providing stimulation. It was also reported after the procedure the pt moved and the stimulation became uncomfortable. The lead that originally showed high impedances was removed. It was noted the lead was broke in half during explant.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.